Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-jan-2026, it was reported by a sales representative via (B)(4) that an ar-2256l left shoulder coracoid passer twisted while passing under coracoid. This was discovered during an ac joint reconstruction procedure with no patient harm. The case was completed successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the distal end of the shaft oriented in a different direction. The anodized surface color is faded. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear damage resulting from repeated and extended use of the device in the field. Manufacturing date 2009.